Manufacturer narrative:
Gehc recommended checking the communication cables, reloading software, and performing calibration. No report of patient involvement.

Event description:
The hospital reported the unit had a system reset error. There was no report of patient involvement.